Manufacturer narrative:
Corrected data - initial report was submitted against posterior fluidics module serial number (B)(4) subsequent investigation indicated the issue was with the posterior compresser module serial number (B)(4). Evaluation completed on the (B)(4) the following was found to be out-of-specification which could effect the vitrectomy function. Vitrectomy supply output and, vacuum supply output was low. There was leakage indicated from the orange bulkhead fitting on the order of .06-.07 psi with 85 psi applied on the module's supply fitting. The device history was reviewed and found to meet manufacturing specification.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
The vitrectomy cutter would not cut at high rate. They also having a problem with a very small leak that they can see on their nitrogen gauge. Additional information: the cutter was not working well at 5000cpm and it was pulling on the vitreous, but there was no detachment. They reduced the cutting rate and the cutter worked well. The surgeon acted on the side of caution and lasered a standard ppv membrane peel to assure no impact to the patient after surgery.